Event description:
The customer reported that the system intermittently was shutting down and displaying a communication failure error message. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, camera cable and ups (uninterruptible power supply) were replaced. The system was then found to be operating as intended.